Event description:
It was reported that the ilet pump displayed alert 69 instructing the user to call support and switch to an alternative, and the user was advised to prepare alternative therapy while a replacement was arranged; the issue corresponded to an algorithm execution failure associated with the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed incorrect data definition leading to an algorithm data parity check and program execution failure within the device¿s circuitry. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Complaint was confirmed. Although alert 69 was not present in notifications menu, it was confirmed through the engineering logs. Alert 69 in known to be caused by a software issue.